Event description:
The patient reported that their livongo blood pressure monitor would no longer turn on, the springs had corroded from the batteries leaking.

Manufacturer narrative:
If the device is returned an investigation will be conducted and a supplemental report will be field.